Event description:
Terumo medical corporation received the following reported information: after the left radial was punctured, coronary angiogram (cag) was performed. Then, the left iliac was selected using destination sl as guiding sheath. The wire crossed into chronic total occlusion (cto) lesion at left eia. After poba was performed with 4mm balloon, the involved product was placed. During the post-balloon, an anomaly was found in the patient, and vessel rupture was observed with angiography. It was assumed that the vessel rupture occurred due to excessive pressure during the post-balloon. 7mm and 6mm vbx were placed with controlling bleeding. Poba was performed with 8mm and hemostasis was completed. Pcps was circulated and the patient was recovered. However, the patient died from ischemia of the intestine the following day. It was assumed that the patient died due to the delay of transfusion for vessel rupture. It is assumed that the vessel rupture occurred due to excessive pressure following balloon dilatation. It was determined that there is no causal relationship between the returned product and this event.

Manufacturer narrative:
D4: UDI no. N/a as this product is not exported to the us market. D6b: explanted date: device was not explanted . The actual device was not available; therefore, the actual device will not be returned for evaluation. No anomaly was found in manufacturing records and shipping inspection records. No related equipment problems were found. No similar events were found in the past complaint file. Based on the investigation results, no anomaly was found in the manufacturing record and the shipping inspection record. In this case, since the actual device was not returned, it was not possible to clarify the cause of the occurrence. However, according to the user, the rupture was attributed to excessive balloon pressure during post-expansion. Relevant instructions for use (IFU) reference: "[5-4 precautions] where post-dilatation is needed, use a dilatation catheter with a balloon shorter in length than the stent and an expansion diameter roughly consistent with the reference vessel diameter. After post-dilatation, perform angiography to confirm adequate expansion." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.